Event description:
It was reported when an asymptomatic patient presented in the operating room for a routine generator replacement, externalized conductors were observed. No electrical anomalies were detected. Lead remains implanted. No complications with patient condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.